Event description:
It was reported that in the pt's room when removing the catheter, the catheter separated approx 7-8cm from the distal tip. The separated piece remained in the pt at the time of reporting, however, it is to be removed by incision in the future. The pt involved in this occurrence is a (B)(6) year old female. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).